Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the secondary infusion of potassium was back flowing into the primary bag. There was no report of patient harm. It was reported that the event occurred 2 weeks ago.